Event description:
It was reported that a balloon rupture occurred. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition after the procedure.